Event description:
It was reported that pump displayed malfunction code 16 that could not be reset, and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.